Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the device, it did not display the ECG signal. The complainant indicated that there was no pt involvement in the reported malfunction.